Event description:
On nov 15, 2007, the lay-user/patient contacted lifescan alleging that his one touch basic meter had a casing issue since it was run over by a car. The patient indicated that the meter issue started in 2007, at around 9:00 am. The patient did not take any specific actions related to diabetes treatments as a result of the alleged meter issue. At an unspecified time after the reported issue began, the patient developed symptoms of sweating. The patient's blood glucose was tested on an unidentified device during the time of concern and a result of "180 mg/dl" was obtained. It would have been helpful to know the following info: the patient's testing frequency, his medication and diabetes mgmt regimens, and if the patient made any changes to the regimens because of the alleged issue. Also, it would have been helpful to know when the result of "180 mg/dl" was obtained, what date/time the symptoms developed, and what actions he took before and after the symptoms developed. The meter, test strips, and control solution were replaced. Although there was reported misuse of the meter, this complaint is being reported due to the following conclusion: the patient alleged he developed symptoms suggestive of hypoglycemia after the meter casing broke following being run over by a car. It is not clear as to what actions the patient took in response to the meter issue occurring and the symptoms developing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.